Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4 lbs due to a faulty force sensor resistor (gold). The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer cleared the alarm and the pump went into a countdown and then rewind. Customer's blood glucose was 129 mg/dl at the time of the incident. Customer stated that the pump was dropped and hit the floor. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.